Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leak in the steerable guide catheter (sgc). It was reported that during device preparation, during functional inspection of the hemostatic valve, air bubbles were noted and then the chamber emptied. The device was not used. Another sgc was used to complete the procedure without further incident. No additional information was provided.